Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra reperfusion system, a non-penumbra delivery catheter, and a stent retriever. During the procedure, the physician experienced two failed passes with the reperfusion system. On the third attempt, the physician used a stent retriever through the velocity. While withdrawing the velocity through the delivery catheter, the velocity fractured. The fractured velocity was removed from the patient through the reperfusion system. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the device was fractured. Evaluation revealed no stretching at the fracture site, indicating that the fracture was likely the result of a kink. If the velocity is advanced against resistance during use, damage such as a kink may occur. The root cause of the resistance during the procedure could not be determined. If the stent retriever is advanced through the kinked location on the velocity, resistance may be encountered and the kink on the velocity may worsen to a fracture during removal. Further evaluation of the device revealed an ovalization on the distal length. This damage is incidental to the complaint and likely occurred during handling of the device post procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.